Event description:
Ous MDR - boston scientific received information that one week following a difficult implant, this right ventricular (rv) lead exhibited a significant decrease in pacing impedance measurements. Additionally, low sensing and an absence of pacing spikes were observed. The physician suspected a vessel perforation, which was later confirmed with an x-ray image. The implanted system was reprogrammed from (B)(4) and the patient released. A lead revision is planned for the upcoming week. No resulting adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.